Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The basic occlusion, occlusion and excessive no delivery tests could not be performed due to motor error alarm. The device had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not exit the rewind complete loop and insulin squirted out of the tubing during prime. Blood glucose value was 70 mg/dl. The customer was not disconnected during prime. He treated by eating a cookie. Troubleshooting was not able to resolve the issue. The device was returned for analysis.